Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. The dose of the dilaudid was reported to be ¿15 or 17¿ on (B)(6) 2017 and then was later reported on (B)(6) 2017 that the dilaudid was ¿double concentrated and maybe 12¿ and unknown if that was the dose or concentration. It was reported on (B)(6) 2017 that the patient had an infection about three to four months ago from (B)(6) 2017 and that they didn¿t want to refill the pump due to that. The patient was given oral medication and antibiotics. It was noted that the pump went dry ¿for like two weeks¿ and that the patient felt jittery and electric shocks ¿like a jolt.¿ on (B)(6) 2017 it was reported that the first time the pump went dry was when the patient had an infection. It was noted that they had to let the pump godry so the patient would not get any ¿cross contamination.¿ it was indicated that the patient had a (B)(6) infection and was told she did not have (B)(6)). It was noted that they were not putting a cloth over the pump when they would fill it.